Event description:
Additional information was received indicating the product problem had occurred on (B)(6) 2020. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
B5: updated with additional information.

Manufacturer narrative:
Device evaluation - the device was returned for evaluation. The device was given functional testing and this showed the syringe size could not be calibrated. Internal examination showed the device syringe size potentiometer had contamination consistent with fluid ingression. The reported issue was determined likely caused by damage during use.

Event description:
It was reported the device could not be calibrated to "syringe size or syringe position". No patient involvement reported- found during calibration.